Event description:
It was reported that the patient had the artificial urinary sphincter 61-70 cm h2o pressure regulating balloon (prb) removed and replaced with a 71-80 cm h2o prb due to unspecified reasons. The patient had a transcorporal cuff previously. He had recurring incontinence which was identified by small gap on closure on the cuff. The physician changed the prb from the 61-70 to a 71-80 to increase the pressure of the cuff, with the hope he would no longer leak urine.